Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. Per email received 18-oct-2017 - it was confirmed by getinge service personnel that the facility has decided to retire the malfunctioning unit and permanently remove it from clinical use. No repairs were performed and no parts were replaced. The initial reporter listed is a getinge employee with different contact information than that of the event site. Please refer to the following phone # and email as contact information for the initial reporter: (B)(6).

Event description:
A getinge field service engineer (fse) reported that during field safety corrective action testing of the intra-aortic balloon pump (iabp) he found that the transducer adjustments do not hold calibration and the numbers drift all over. The iabp was not in clinical use at the time. The iabp has been removed from service and is being sold.